Manufacturer narrative:
Clarification to d6a. Implant date: 2007. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative, on behalf of patient, reported unknown side "rupture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a.

Event description:
Patient reported left side "rupture". The device remains implanted.